Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain and vaginal discharge to be related to essure. Diagnostic results: on unknown date - hysterosalpingogram confirmed that essure coils were properly in place and that fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, unilateral leg pain, musculoskeletal pain, fibroma and pelvic pain. Concomitant products included estradiol. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse") and abdominal pain lower ("abdomen (cramping)"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, vaginal discharge and abdominal pain lower had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia and vaginal discharge to be related to essure. The reporter commented: current weight: 175 lbs. Plaintiff states she took a leave from (B)(6) 2013 ¿ (B)(6) 2013 to undergo a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: on unknown date - hysterosalpingogram confirmed that essure coils were properly in place and that fallopian tubes were occluded. Concerning the injuries reported in this case the following one/ones were described in patients/medical record: dyspareunia. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received. Concomitant medication added. Lab data added. Following event : painful intercourse, abdomen cramping added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.